Event description:
Bariatric patient used side rail to support turning to her left side for patient care. Once on her side and while still holding on to the side rail, the rail unlatched and patient fell from the bed to floor landing face down. Bed height approximately 4 feet from floor as mattress was inflated. ======================manufacturer response for bariatric hospital bed, bariatrix maxx ii including scale (per site reporter).======================will quarantine the bed and test for cause of rail release.